Event description:
During the literature review for the 2024 annual report, the following citation was reviewed: recurrence patterns after complex multimodality therapy and hepatic arterial infusion for colorectal liver metastases: a reflection of biology and technique. Hernandez mc, fan d, sandhu j, mahuron k, kessler j, raoof m, fakih m, singh g, fong y, melstrom lg.j surg oncol. 2024 jun;129(7):1254-1264. Doi: 10.1002/jso.27622. Epub 2024 mar 20.pmid: 38505908. Please note that the dates of the study were from 2017-2021, so the devices likely included were the codman 3000 and/or the medtronic synchromed with the codman tapered catheter.

Manufacturer narrative:
The intera 3000 (formerly codman 3000) specifies infection as a known adverse event. If additional information is received at a later date, a supplemental report will be filed.